Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead required surgical revision to reposition the lead due to loss of capture, and high threshold values. The suspected cause for the loss of capture was a micro-dislodgment or perforation. During the initial implant procedure, it was noted that there was difficulty to implant both the right atrial (ra) and rv lead via the cephalic vein, and that there was friction between the leads. Additionally, it was noted that the patient had a torturous anatomy. As a result, it took several rotations in order to extend the helix mechanism. Prior to the revision procedure, it was confirmed that the helix was completely extended, and sensing, and impedance measurements were stable. After the revision procedure, all lead measurements were within normal range. This lead remains implanted and in service. No additional adverse patient effects were reported.